Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-04394.

Event description:
It was reported that the patient presented in clinic for a follow up due to the device at elective replacement indicator (eri). Backup vvi mode was observed on the device during the rv lead interrogation. There was no issue with rv lead. The patient was stable and not dependent. Device restoration was not recommended. When the patient presented in the next visit for a device replacement procedure, set screw of the device could not be loosened. The rv lead could not be withdrawn from the device. The device was explanted, and the rv lead was capped on (B)(6) 2019. New device and rv lead were implanted. Patient was stable and discharged.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and normal battery depletion was noted. The cause of the bvvi was code corruption consistent with exposing the device to an external source of radiation. It was confirmed that the device was exposed to fluoroscopy. The reported inability to loosen set screw was confirmed in the laboratory. The torque wrench could not fully insert and engage the inset of the set screw due to excessive septum punch-outs blocking the wrench tip. The cause was incorrect wrench type used by the user. After removing the punch-out material, the set screw could be removed with normal force.